Event description:
It was reported that customer experienced severe hypoglycemia, prompting an ambulance call; cause was not known. The customer's blood glucose level required intervention, as 200 ml of glucose was administered by paramedics. The customer recovered, but the underlying cause of the event remained unknown. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received. No additional patient or event information was available.